Event description:
Coale at, wegener am, leavitt jd, bovio jc, hope ww. Long-term outcomes of ventral hernia repair using a new prosthetic mesh. Int j abdom wall hernia surg. 2025;8(1):7-12. Doi: 10.4103/ijawhs.ijawhs_74_24. Summary: this is a retrospective study of 48 patients [average age 58 years old, 51% female] undergoing elective ventral hernia repair using gore® synecor biomaterial between april 2016 to september 2019. The gore® synecor biomaterial placement included preperitoneal [n=10], intraperitoneal [n=21], retro rectus [n=17] and onlay [n=1]. Treatment in most cases began with a minimally invasive approach (63.3%), with 10 laparoscopic cases converting to open hernia repair. Of open and converted to open cases, component separation, either a rives¿stoppa or transversus abdominus release were performed 19 of 28 of cases. Complications within 30 days included seroma [n=3] of which 2 were after open repairs with retro rectus release and 1 after laparoscopic repair with intraperitoneal sublay, reoperations [n=3] of which 2 for missed enterotomy with subsequent repair or short segment bowel resection and both with mesh removal, small bowel obstruction [n=1] with light adhesions (mesh was in retro muscular position and not directly involved in adhesions). During the full follow up period, 11 patients underwent abdominal reoperation, 2 underwent hernia recurrence for a first operation and a third recurrence was repaired as second surgery (this patient had the early sbo requiring laparoscopic lysis of adhesions as a first reoperation). Two patients had mesh infections with partial mesh excision. Of the 11 patients who underwent a first reoperation, five underwent a second operation, three for an infection and two for hernia recurrence. One patient underwent three operations. The patient¿s first operation was for partial removal of the infected mesh, the second operation was for soft tissue incision and drainage of an abscess, and the final operation was for complete removal of the infected mesh. Hernia recurrence occurred in four of 49 patients. Three patients had recurrent hernia repair, and one of these three had a recurrence after the first recurrent repair and subsequent second repair.

Manufacturer narrative:
The literature reported 2 infections. One with a partial explant and one with a full explant. Possible complications with the use of any tissue deficiency prosthesis: complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence. The instructions for use (IFU) further states: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿4315: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.